Event description:
Article referenced a patient who wore a silsoft super plus contact lens on an overnight basis and developed bacterial keratitis. Patient resolved without sequelae. No further patient information provided.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown. The event occurred in a study and no further details were provided. Based on all information, no casual factors can be determined, and no conclusion can be drawn.